Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary with all the available information, boston scientific concludes the reported observation of guidewire stuck was confirmed through event description. The device was not returned for analysis as it was discarded. The event description confirms that the catheter remained slightly within the sheath when farawave was deployed, which is considered an off-label use. Device history record (DHR) review the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review the device was deployed with the distal end inside the sheath, and this is considered a user error since the IFU states: do not deploy the catheter while the distal end is inside the sheath as it could lead to catheter damage which may result in patient harm. Failure to do so may result in catheter damage and/or patient injury risk review a risk review performed for the farawave device confirmed that the event of guidewire stuck is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Additionally, it references a scenario where it is difficult/unable to track the guidewire over the catheter. The maximum severity associated with this error is severity 3, where there is additional intervention required. Investigation conclusion boston scientific has assigned an investigation conclusion code of use of device issue - user error and confirmed based on the event description; however, it is undetermined the cause of why the user did not follow the right steps. Not doing so may result in catheter damage as in this case that guidewire stuck is presented. The IFU indicates the warning of not deploying the device without the guidewire fully loaded.

Event description:
It was reported that after entering the left atrium through the faradrive sheath, the physician attempted to deploy the catheter into the basket configuration while the catheter remained slightly within the sheath. Following this, the wire could not be advanced or removed. Changing the configuration of the catheter did not help with the wire being stuck. The procedure was completed using different farawave catheter. No patient complications occurred. The product is not expected to return as disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after entering the left atrium through the faradrive sheath, the physician attempted to deploy the catheter into the basket configuration while the catheter remained slightly within the sheath. Following this, the wire could not be advanced or removed. Changing the configuration of the catheter did not help with the wire being stuck. The procedure was completed using different farawave catheter. No patient complications occurred. The product is not expected to return as disposed.